Event description:
During an arch decompression of the shoulder, the surgeon was using the 3.5mm side effect electrode when his scrub tech noticed part of the electrode's ceramic tip was missing. He carefully removed the ceramic piece that had separated from the electrode tip. The surgeon stated that the pt's health was not adversely affected.